Manufacturer narrative:
(B)(4).

Event description:
It was reported that the correlation between the patient's cough and vns stimulation was not clear to the physician. The physician also reported that the causation of the patient's throat discomfort was unclear. It was indicated that the patient was hospitalized when the hiccups became more severe. The patient was reported to be well but noted episodes of hiccups that occurred at night. It was reported that the patient presented with sleep apnea syndrome, not reported to be related to the vns, and used a positive pressure ventilation which was indicated to be a possible cause of the hiccups. No further relevant information has been received to date.

Manufacturer narrative:
Date of implant corrected. Originally inadvertently reported that patient was implanted on (B)(6) 2017. Incoming communication indicated that the patient was implanted on (B)(6) 2017.

Event description:
It was reported that the patient's discomfort resulted from the hiccups that were occurring due to stimulation. It was reported that on (B)(6) 2018 the patient's generator settings were restarted at a lower output current because of a cough experienced by the patient. Other settings were changed including the autostimulation threshold and the signal on time. It was also reported that with the correct tolerance there were no hiccups, assumed to mean at the correct settings. It was reported that on (B)(6) 2018 the patient reported persistence of a slight hiccup and that the patient was scheduled for a gastroscopy. It was stated that due to the intensity of the hiccups the patient went to the emergency room and was hospitalized. No further relevant information has been received to date.

Event description:
It was reported that the patient was hospitalized after experiencing throat discomfort and hiccups. When the stimulation of the generator was turned off, the hiccups stopped. After the device was disabled for 24 hours, the device was re-enabled and autostimulation threshold was increased from 20% to 30%. Hiccups still occurred but were infrequent. No further relevant information has been received to date.